Event description:
The patient was admitted for an elective coronary angiogram. The target lesion was the distal right coronary artery and the posterior descending artery. The lesion was de novo, concentric and bifurcated lesion. Aha/acc classification of the vessel was a type b2. The lesion length was 5mm and vessel diameter was 3.0mm. Pre-dilation was conducted with a balloon (3.0/15mm) at 16atm for 30 seconds. A cypher stent (3.0/18mm) was implanted at 16atm for 30 seconds. It was implanted as y stenting with a zeta stent implanted at the distal coronary artery and the posterior descending artery. Post-dilation was conducted with a balloon (3.0/15mm) at 16atm for 30 seconds. Ivus was not conducted. Timi flow before the procedure was 3 and 3 after the procedure. The residual % stenosis after the procedure was 0%. Act was measured (303). Eleven months later, aspirin was discontinued due to the removal of a colon polyp. Twenty-three days after the aspirin was discontinued, the patient was admitted with an ami. Coronary angiogram was conducted and thrombus was observed in the implanted cypher stent and zeta stent. To treat the thrombus, aspiration was conducted and poba was performed with a balloon (maverick 3.5/20mm) several times. Details regarding the inflation are unknown. Fifteen days later, the patient recovered and was discharged from the hospital. Physician's comments: the probable cause of the thrombotic event was because aspirin was stopped.